Event description:
It was reported that high pressure alarm occurs frequently even though there is no blockage. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem could not be confirmed. The occlusion pressure detection level was within the standard. The downstream sensor was replaced for preventative maintenance. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.